Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a flashing display. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump also has a blank display. Troubleshooting found that the customer previously received a replacement battery cap. Customer indicated that the cap is not corroded or damaged and that the pump display is not currently blank. Troubleshooting found that the pump passed the self test. Customer was advised to monitor the pump and call back if any issues.